Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4194 implantable pacing lead (B)(6) 2005; 6949 implantable tachy lead (B)(6) 2005.(B)(4).

Event description:
It was reported that an alert had triggered for high impedance on the right atrial (ra) lead. Reprogramming was performed to electrically disable the lead as the lead remains implanted. No patient complications have been reported as a result of this event.